Event description:
It was reported that during a lead replacement on (B)(6) 2022 (related manufacturer reference number 3006705815-2022-14444, 1627487-2022-02884) the ipg was set into surgery mode prior to the surgery as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful. The ipg was explanted and the procedure aborted.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An abandoned procedure was reported to abbott. It was determined that during a lead replacement the ipg was set into surgery mode prior to the surgery as recommended. The ipg failed to establish communication with external device. Recovery efforts were unsuccessful. As a result, the ipg was explanted and the procedure aborted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.